Manufacturer narrative:
Additional device for this complaint: serial # : (B)(4). Method: analysis of data log(s); manufacturing review; actual device not evaluated. (B)(4). Results: no failure detected. Conclusion: device not returned. Additional information received on 11/22/2016 indicates that since his hvad implantation, the patient has had psychological "ups and downs." This appears to have been exacerbated with his recent month-long admission with an infection and a suspected thrombus. Over the last two weeks, the patient also reported moderate dyspnea and poor sleep. The site reported that the patient was found at home by his wife. At that time, he was connected to his controller. The patient's wife called the emergency department (ed) and reported a controller alarm (not sure what type of alarm) and that the patient was not responding. The ed physician called the hospital site to ask how to turn off the further clarification story about the sequence of events at that time or what power sources were connected at any given time. They reported that the patient had a history of being careful about always being connected to two power sources at all time. The site inspected the patient's devices and found no issues and no damage to the connectors at all. The cause of death was reported to be cerebral bleeding. No autopsy was performed and the patient was interred two days after the event. (B)(4) were not returned for evaluation. Review of the manufacturing and inspection records confirmed that the associated devices met all requirements prior to release. The reported event was confirmed via log file analysis which revealed two controller power-up and motor start events were recorded at 09:32:20 and 09:55:11 of (B)(6) 2016 indicating both power sources had been disconnected from the controller. The last data point before the first loss of power was recorded at 08:51:42 leaving a maximum pump off time of approximately 41 minutes. Before the loss of power a cac adapter was connected to port 1 and (B)(4) was connected to port 2 with a 93% rsoc. The last data point recorded before the second loss of power was at 09:47:18 leaving a maximum pump off time of approximately 8 minutes. Before the second loss of power, a cac adapter was connected to port 1 and (B)(4) was connected to port 2 with a 93% rsoc. Two low flow alarms were recorded on (B)(6) 2016 starting at 09:32:41. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the loss of power to the controller is the double disconnection of the power sources from the controller. Clinical factors that may have contributed to the patient's death from cerebral bleeding include the patient's pre-existing history of a transient ischemic attack, his post-implant depression and the therapeutic use of anticoagulant medications. Though the root cause of the reported event cannot be conclusively determined; there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices for this complaints: serial # : (B)(4), catalog # : 1407de, exp. Date: 04/30/2016, mfg. Date: 04/30/2015. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have extra batteries and a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was found dead at home with a controller high priority alarm. Emergency physicians are reported to have stopped the hvad at 9:30 am. No further information was provided.